Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/jan/2019. Device evaluation: analysis of the returned device identified: overweight, extended opening and encapsulation. A visual and microscopic analysis was performed which identified a striated opening on anterior and crease folds. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consistent in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports: breast prosthesis rupture on the left side confirmed by MRI. The device was explanted and replaced.